Manufacturer narrative:
The chemistry results indicated that the ir spectrum of the unknown material showed similar absorption characteristics when comparing to polyisoprene like material. There is an engineering evaluation in progress to see if there are any manufacturing related processes which could be correlated to the complaint.

Manufacturer narrative:
We received one single dpt kit with an IV set and pressure tubing for examination. The reported event of flow rate issue was confirmed. It was able to prime throughout the kit without any problem during the priming test. No leakage was observed from the kit during a leak test. However, the flow rate testing indicated that flow rate was out of specification per the IFU. White material was observed between the snap tab and the dpt fluid path of the fast flush flow. It appeared there were gaps between the white particulate and bottom of the flush device housing which allow fluid to leak through, and the leakage created a higher fluid/flow rate. It was not able to be measured the size of white material since it was inside of the dpt fluid path. The material stayed at the same location inside the dpt fluid path after 5 minutes of continuous flushing. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Chemistry evaluation has been initiated to identify the unknown white material. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the flow rate was found to be faster than usual during use. The pressure monitoring kit was set up with 300ml of saline in the afternoon but the customer noticed the remaining amount of saline was about 100ml on the following morning. Therefore the customer checked the flow rate and found that the saline was administered was 3ml in 8 minutes. The pressure bag was replaced but the problem was not solved. The patient was not fluid restricted, and there was no patient harm. Patient medical history/diagnosis, demographic information requested but unavailable.